Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor displayed a service code 105 (pulse test relay stuck). The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. Additionally, the monitor displayed a service code 204 (belt/monitor unusable). The cause for the service code was isolated to a shorted u409 component on the monitor's pca. The root cause for the shorted components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor that a monitor was unable to complete incoming functional testing.